Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg of 600 mg/dl). Elevated bg was addressed via a manual injection. System check was performed with tandem technical support and no issues were identified. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg .